Event description:
It was reported that an asymptomatic patient presented to the ER after receiving a vibratory alert for non sustained lead noise. Interrogation showed post paced t-wave oversensing and a mismatch on the near field and the far field channel that resulted in non sustained lead noise alert. Device was reprogrammed successfully.